Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during the dosing of nutritional supplement. According to the complainant, the nutritional supplement leaked at the connection where the adapter of tube attached to the button. The patient is scheduled to receive a new button replacement gastrostomy device however the procedure date is unknown at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient age is unknown however over 18 years old. Procedure date is unknown and the procedure replacement date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).